Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2019 at 19:08:19. The data point prior to the loss of power revealed that a battery was connected to power port one with 22% relative state of charge (rsoc) and another battery was connected to power port two with 87% rsoc. The data point recorded after the loss of power revealed that the batteries were then switched between power port one and power port two. The controller was without power for one minute and forty-five seconds. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient double disconnected the batteries from the controller, resulting in a power loss. The controller remains in use. No patient complications have been reported as a result of this event.